Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation. Should the device be returned or additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Event description:
It was reported that the home patient (hp) felt "overfull" when they woke up while performing the therapy on the homechoice (hc) device. The hp was able to continue the therapy on another hc. There was no patient injury or medical intervention indicated at the time of the report. Report 1 of 2 for this patient. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A review of the event history log of the device found nothing related to the reported issue. A one hour therapy was run on the device with no issues. The device passed accuracy testing. A review of the service history revealed no failures or problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A review of the device history revealed no issues that could have caused or contributed to the reported difficulty. Should additional relevant information become available, a supplemental report will be submitted.